Event description:
It was reported that, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was pre-screen and passed in both positions. This s-ICD was implanted, and the field representative went to optimize the day after implant and the system failed sensing in all vectors in both positions due to low r-waves. The x-ray and the impedances measurements were as expected. The technical services (ts) recommended to review all vectors and hard program to what appears to be the best, perform postural testing to observe for any gross oversensing and review 12 lead to see if there are anything changes with the patient's qrs compared to the first day. Subsequently, this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was pre-screen and passed in both positions. This s-ICD was implanted, and the field representative went to optimize the day after implant and the system failed sensing in all vectors in both positions due to low r-waves. The x-ray and the impedances measurements were as expected. The technical services (ts) recommended to review all vectors and hard program to what appears to be the best, perform postural testing to observe for any gross oversensing and review 12 lead to see if there are anything changes with the patient's qrs compared to the first day. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced. No additional adverse patient effects were reported.